Event description:
Reporter indicated that a "small ball" has formed beneath the skin at the neck incision site and that both the neck and chest incision sites appear to be swelling. It was reported that the swelling and the formation of the "small ball" occurred after the patient felt a "pop" around the neck site the night before. Stimulation reportedly does not feel any different to the patient. It is believed that the patient may be developing an infection at the implant site.